Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0048552, medical device expiration date: 2025-01-31, device manufacture date: 2020-02-17; medical device lot #: 0133618, medical device expiration date: 2025-04-30, device manufacture date: 2020-05-12. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe plus passive needle guard locking safety tab bent inward and prevented retraction. This occurred once in lot 0048552, and an unspecified number of times in lot 0133618. The following information was provided by the initial reporter: "informed bd of a defect encountered on passive plus nsd: locking tab bent inward, preventing retraction."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/20/2021. H.6. Investigation: photos and 1 sample were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. The safety device is partially activated. One of the latch fingers is bent inward. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was able to confirm the detection and characterize the condition reported by the customer h3 other text : see h.10.

Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard locking safety tab bent inward and prevented retraction. This occurred once in lot 0048552, and an unspecified number of times in lot 0133618. The following information was provided by the initial reporter: "informed bd of a defect encountered on passive plus nsd: locking tab bent inward, preventing retraction."